Manufacturer narrative:
The complainant facility returned the dialyzer to the manufacturer for physical evaluation. A visual examination of the device revealed the fibers were tinged and wet with some indication of blood exposure. Gross visual examination of the device noted that the cavity ID end screw flange was cracked along the threads from approximately 270 degrees to 90 degrees (with the dialysate ports situated at 0 degrees). There were no witness marks suggesting a possible cause of the observed damage. No other damage or irregularities were noted on the returned device. A quality investigation (qi) was previously initiated for complaint samples found to have a cracked screw flange. The qi summary concludes that "the occurrence rate of cracked screw flanges remain at an acceptable risk level." As with this complaint, "information is not present to conclusively determine the specific cause for the failure. However, potential causes related processing, handling during molding, dialyzer assembly, shipping, relabeling, and during treatment have been discussed in the report including a discussion on controls in the various processes." A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. The crack that was identified on the cavity ID end screw flange during visual examination could have led to the reported failure mode of an external leak. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an external dialyzer blood leak occurred during hemodialysis (hd) treatment. This incident occurred no more than a few minutes into the treatment. Blood was noted to be leaking from a crack that (identified on the arterial header of the device). The crack wasn't found during the pre-treatment device inspection. The complainant noted that there were no leaks during the priming phase. No other dialyzer damage was visible. The machine did not alarm and blood test strips were not used. Most of the patient's blood was returned; estimated blood loss (ebl) was less than 50cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device was returned to the manufacturer of an evaluation.